Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was admitted due to slipping in his urine at home and fell. Upon admission, the patient's inr was 2.2 and the lactate dehydrogenase (ldh) level was elevated. At the time of the event, the patient was taking asa 325 mg daily and 5.5 mg warfarin, with an inr goal of 2.5-3.5. The patient was restarted on plavix, and the ldh level has been trended downward. Per the account, no signs of pump thrombus were noted.

Manufacturer narrative:
(B)(4). Approximate age of device - 9 months. The patient remains on lvad support. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was currently admitted due to a fall while at home. The patient has elevated inr and lactate dehydrogenase. Additional information was requested but was not provided.